Event description:
It was reported the p and r wave trend data was invalid on the device. The diagnostic data with the electrocardiogram, electrogram, and markers were analyzed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.